Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the attachment device was unable to connect to the motor device. There was a five minute delay to the planned surgical procedure. It was unknown if a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device locking sleeve had been rotated out of its proper alignment preventing it from sliding. The lock sleeve was rotated back into its proper alignment and the handpiece was able to be to function as normal. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.